Event description:
During a breast biopsy procedure in the middle of mmt case no specimen was put for a while. It was found the blue cable connection part of control module was broken inside. The mmt case was deplayed one day.